Manufacturer narrative:
The reported malfunction was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling and full functionality testing without duplicating a malfunction to the device. Visual inspection found evidence of fretting on the defib cable receptacle suggesting vibration and worn multifunction cable may have played a role. The defib cable receptacle was replaced and a new multi-function cable was sent to the customer as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a male patient (age unknown), the device inappropriately shut down. Upon re-power up of the device, the device then failed self test. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.